Event description:
On (B)(6) 2011 customer reported that wash concentrate appeared to be leaking out of the hydropneumatics on the lx20 pro. The instrument is fully functional and no patient results were affected. Customer cleaned the spill wearing gloves and lab coat. No injuries were reported. Field service engineer (fse) examined the instrument and removed the back cover for access to the gravity drain. Fse found slimy residue in the gravity drain canister and on the float switch. Residue was cleaned out of canister and on float switch, and proper operation of the instrument was verified.

Manufacturer narrative:
Results: slimy residue in gravity drain canister and on float switch. Beckman coulter identifier for this report is (B)(4).